Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: anterior tension band/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images received. The images were reviewed and the complaint condition is confirmed. The anterior tension band screw appears to have migrated out of the bone in the provided x-rays. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: no valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, potentially like anterior tension bands and unknown screws backing out. Procedure and patient outcome were unknown. Concomitant device reported: unk - plates: anterior tension band (part# unknown; lot# unknown; quantity: unknown). This complaint involves an unknown number of devices. This report is for (1) unk - screws: anterior tension band. This report is 2 of 4 for (B)(4).